Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v240184, implanted: 2010 (B)(6); product type lead

Event description:
It was later reported that the patient had a "battery replacement" on 9-23-2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v240184, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect that began a few weeks ago after a fall. The patient was having a lot of accidents and no longer felt stimulation. The last few weeks it hadn¿t been doing anything and was getting progressively worse. The issues happened gradually following the fall. An x-ray was done and it appeared that the wires were still attached. The patient programmer could be connected with the implantable neurostimulator (ins) and things looked normal and appeared to be working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.